Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condtiion was not confirmed and not duplicated. The assginable cause could not be determined at this time.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility contacted baxter on (B)(6) 2010 to report a colleague infusion pump with a failure code of 814:00. There was an interruption of delivery. The event was reported to have occurred during biomedical servicing. According to the hospital representative, no patient injury, adverse event, or medical intervention had been reported related to the device. The user interface module master software version for this device is 6.13.90, categorized as remediated.no additional information is available.